Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to high lead impedance. The patient was stable post operation and went home the next day.